Event description:
A report was received that the patient was scheduled for a lead revision but decided to have the ipg and leads explanted. After the explant, the patient is reportedly doing fine.

Manufacturer narrative:
Device was explanted. Additional suspect device components involved in the event:model: sc-2108-50m, scs lead- 8 contacts (50cm). The product analysis report for sc-1110 implantable pulse generator concluded that the device passed visual inspection and dc leakage test per tp1364. The device was electively explanted with no complaint about the functionality of the device. The product analysis report for the sc-2108-50m scs leads concluded that the devices passed visual inspection. The device was electively explanted with no complaint about functionality of the device. This is the final report.